Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing software for the navigation system, the stealth application software must be re-installed when uninstalling the tool package upgrade for the navigation system. The intended behavior is for the installer to re-install the tools package version but instead the version is not installed and the stealth application behaves as it did prior to the tools package being uninstalled. No additional information was provided.